Manufacturer narrative:
No device was returned for investigation.

Event description:
It was reported that the patient was in the recovery room, not yet awake but was pushing on the guedel cannula in their mouth. The red tip of the cannula, which is mobile, ended up in the patient's mouth which caused a risk of swallowing or choking on it. The customer stated the cannula did not appear to be damaged. No adverse health outcomes were reported for the patient.